Event description:
It was reported that the spacer could not be closed during medical procedure. So, the surgeon did not use the spacer. There was no spare product.

Manufacturer narrative:
An event regarding seizing of a the triathlon adjustable spacer block reported. The event was confirmed. Method & results: -device evaluation and results: functional inspection confirmed the reported event. Nc pr was raised to address the issue. -medical records received and evaluation: not performed as it was reported that there was no patient involvement and no adverse consequences associated with the event. -device history review: there have been no reported discrepancies for the referenced lot. -complaint history review: there have been 3 similar reported events for the referenced lot. Conclusions: functional inspection confirmed the reported event. Nc has been initiated to address the noncomformance in which further investigation will be documented.

Event description:
It was reported that the spacer could not be closed during medical procedure. So, the surgeon did not use the spacer. There was no spare product.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.